Event description:
The surgeon reported the following: pt mentioned squeaking in the left hip in certain motions.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.